Event description:
It was reported that during the first stage of the deep brain stimulation (dbs) lead implant procedure the surgeon noticed a little blood covering the microelectrode when removing it in order to place the lead. After placing the lead at the desired depth and successfully completing the led testing, the surgeon removed the lead and saw blood covering the distal end of the lead near the contacts. He repositioned the lead, and secured closed the incision site. The plan to implant the second side of the brain was aborted. The patient underwent a computed tomography (CT) scan to assess the extent of the bleeding. The CT scan was negative for major brain bleed. The surgeon assessed it was typical bleeding that can occur when you insert a lead into the brain. Patient was doing well postoperatively.